Manufacturer narrative:
(B)(4): lead model 3093-33, lot# v409770, implanted: 2010-(B)(6), explanted: 2012-(B)(6); programmer model 3037, serial# (B)(4).

Event description:
It was reported that the patient's lead and neurostimulator were explanted and replaced as the device had 'two bad leads' and only two programs that worked. Following the replacement the patient's new system seemed to be working. Additional information has been requested, but was not available as of the date of this report.